Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-mar-2020, UDI#: (B)(4). All codes apply to both product ID: 3889-28 and interstim ii. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient complained of stimulation shutting off while going through security nd the devices were explanted. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.